Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, the physician noticed during an x-ray examination that the helix retracted, and that the pacing impedance increased possibly due to a dislodgement. The physician attempted to reposition the device; however, the lead was unable to maintain the helix extended during this attempt. This lead was explanted, and the pacemaker was programmed for right atrial sensing and pacing only, and rv port plug was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted this lead was returned with the helix mechanism in an extended position and that dried blood/body fluid was present around the helix. No lead issues were observed that would have made dislodgement more likely than what is documented as a known inherent risk of the use of this product in the instructions for use. Resistance testing verified the lead was electrically continuous and a conductor issue did not contribute to the observed increase in impedance measurements. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observations of difficulty with maintaining the extension of the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that the day after this right ventricular (rv) lead was implanted, the physician noticed during an x-ray examination that the helix retracted, and that the pacing impedance increased possibly due to a dislodgement. The physician attempted to reposition the device; however, the lead was unable to maintain the helix extended during this attempt. This lead was explanted, and the pacemaker was programmed for right atrial sensing and pacing only, and rv port plug was placed. No additional adverse patient effects were reported.